Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging the meter casing was split. At the time of the call, the reporter mentioned that they no longer had the subject meter. This complaint is being reported because the alleged meter casing issue remained unresolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.